Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 309623 batch#: unknown it was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb plunger rod is broken / damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Plunger has fallen through before, losing a bit of product. Has also had bent needles in the past. Bd syringe lot number(s): lot unknown. Bd part number: 309623 or 309597.